Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4) this spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint (pc), concerns a 81-year-old (at the time of the initial report) asian male patient. Medical history included allergy to penicillin, amoxicillin, and procaine. Concomitant medications included acarbose tablets for glucose lowering. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix50), via cartridge with a reusable pen (humapen ergo ii), 16 u in the morning, 10 u at noon, and 14 u in the evening, subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2006. On unspecified dates in 2011 and 2023, while on insulin lispro protamine suspension 50%/insulin lispro 50% therapy, he often experienced high blood glucose (values, units, and reference ranges were not provided) and had been hospitalized several times, all due to high blood glucose/uncontrolled blood glucose. He received unspecified treatment and was improving. In (B)(6) 2024, he experienced there no was no clicking sound when pressing down the injection button of the humapen ergo ii directly to the end, and there was no resistance (lot 1713d03; pc: 7076191) (incorrect dose administered). Insulin lispro protamine suspension 50%/insulin lispro 50% therapy continued with no change. Information regarding further corrective treatments, and outcome of the event of incorrect dose administered was not provided. Patient was the operator of the humapen ergo ii and his training status was not provided. The general humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use was for approximately six years (improper use). The humapen ergo ii was available and was returned to manufacturer. The reporting consumer did not know if the event of blood glucose increased was related to the insulin lispro protamine suspension 50%/insulin lispro 50% therapy and did not provide an opinion of relatedness between the incorrect dose administered event to the insulin lispro protamine suspension 50%/insulin lispro 50% therapy nor between the events and the humapen ergo ii. Update 11-apr-2024: information was received from initial reporting consumer on 09-apr-2024. No medically significant information was added. No changes were made to the case. Edit 17apr2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 17-may-2024: information was received from initial reporting consumer on16-may-2024. No medically significant information was added. No changes were made to the case. Update 20may2024: additional information received on 16may2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use or storage from no to yes, malfunction from unknown to no, date of manufacturer, device return status to returned to manufacturer, and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 20may2024 in the b.5. Field. No further follow-up is planned. Evaluation summary a male patient reported that when using his humapen ergo ii device there no was no clicking sound when pressing down the injection button to the end, and there was no resistance. The patient experienced increased blood glucose. The investigation of the returned device (batch 1712d03, manufactured december 2017) found the device displayed high injection force caused by unknown foreign material on multiple internal components of the device. However, the device was able to deliver doses during functional assessment. No malfunction was identified. The foreign material was introduced in the field, not related to the manufacturing process. In addition, a crack was observed on the pen house and the soft touch was partly debonded, both with evidence of excessive force applied. The core instructions for use states that the injection button may become harder to push if the inside of the pen gets dirty with insulin, food, drink or other materials. Following the care and storage instructions should help prevent this. There is evidence of improper use or storage. The foreign material contamination and damage to the device occurred while in the field (not related to the manufacturing process). It is unknown if this misuse is relevant to the complaint and the event of increased blood glucose since the device was able to be dosed.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint (pc), concerns a 81-year-old (at the time of the initial report) asian male patient. Medical history included allergy to penicillin, amoxicillin, and procaine. Concomitant medications included acarbose tablets for glucose lowering. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix50), via cartridge with a reusable pen (humapen ergo ii), 16 u in the morning, 10 u at noon, and 14 u in the evening, subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2006. On unspecified dates in 2011 and 2023, while on insulin lispro protamine suspension 50%/insulin lispro 50% therapy, he often experienced high blood glucose (values, units, and reference ranges were not provided) and had been hospitalized several times, all due to high blood glucose/uncontrolled blood glucose. He received unspecified treatment and was improving. On (B)(6) 2024, he experienced there no was no clicking sound when pressing down the injection button of the humapen ergo ii directly to the end, and there was no resistance (lot: 1713d03; (B)(4) (incorrect dose administered). Insulin lispro protamine suspension 50%/insulin lispro 50% therapy continued with no change. Information regarding further corrective treatments, and outcome of the event of incorrect dose administered was not provided. Patient was the operator of the humapen ergo ii and his training status was not provided. The general humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use was unknown. The humapen ergo ii was available and its return was expected. The reporting consumer did not know if the event of blood glucose increased was related to the insulin lispro protamine suspension 50%/insulin lispro 50% therapy and did not provide an opinion of relatedness between the incorrect dose administered event to the insulin lispro protamine suspension 50%/insulin lispro 50% therapy nor between the events and the humapen ergo ii. Update 11-apr-2024: information was received from initial reporting consumer on (B)(6) 2024. No medically significant information was added. No changes were made to the case. Edit 17apr2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.